Event description:
Event verbatim [preferred term] it burned her neck really bad/it is starting to dry up and is really itchy [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. This 70-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number ar3163 (previously reported as ar3163n2/19), expiration date jan2022, via an unspecified route of administration from (B)(6) 2019 at unknown dose for neck pain. Medical history and concomitant medications were none. Consumer had gotten the thermcare patch for the neck and she didn't read the back. It didn't say anything on the front about possible burning. It burned her neck really bad. She thought that something should have been put on the front like "possible burn." This occurred in (B)(6) 2019 (reported as "over a week ago, almost 2 weeks ago"), and she was still doctoring the burn. She did not expect something like this to happen. She can't understand why pfizer would making something that would burn the skin. She was putting all kinds of burn medicine on it. It was starting to dry up and was really itchy. This was the first time the consumer had used the product. She just got this one wrap. A sample of the product was not available to be returned as she has discarded the wrap. The action taken in response to the event of the product was permanently discontinued. The outcome of the event was resolving. Consumer thought the event was related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from product quality complaint included updated product lot number. This follow report is also being submitted to amend previously reported information: to add event onset date (B)(6) 2019. Company clinical evaluation comment based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
It burned her neck really bad/it is starting to dry up and is really itchy [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. This 70-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number ar3163n2/19, expiration date jan2022, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for neck pain. Medical history and concomitant medications were none. Consumer had gotten the thermcare patch for the neck and she didn't read the back. It didn't say anything on the front about possible burning. It burned her neck really bad. She thought that something should have been put on the front like "possible burn." This occurred over a week ago, almost 2 weeks ago, and she was still doctoring the burn. She did not expect something like this to happen. She can't understand why pfizer would making something that would burn the skin. She was putting all kinds of burn medicine on it. It was starting to dry up and was really itchy. This was the first time the consumer had used the product. She just got this one wrap. The action taken in response to the event of the product was permanently discontinued. The outcome of the event was resolving. Consumer thought the event was related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
It burned her neck really bad/it is starting to dry up and is really itchy [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. This 70-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number ar3163 (previously reported as ar3163n2/19), expiration date jan2022, via an unspecified route of administration from (B)(6) 2019 at unknown dose for neck pain/ pain in neck. Medical history included allergy to botox. The patient's concomitant medications were none. Consumer had gotten the thermcare patch for the neck and she didn't read the back. It didn't say anything on the front about possible burning. It burned her neck really bad. She thought that something should have been put on the front like "possible burn." This occurred in (B)(6) 2019 (reported as "over a week ago, almost 2 weeks ago"), and she was still doctoring the burn. She did not expect something like this to happen. She can't understand why pfizer would making something that would burn the skin. She was putting all kinds of burn medicine on it. It was starting to dry up and was really itchy. The patient was not hospitalized for this event. This was the first time the consumer had used the product. She just got this one wrap. A sample of the product was not available to be returned as she has discarded the wrap. The action taken in response to the event of the product was permanently discontinued. The outcome of the event was resolving. Consumer thought the event was related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from product quality complaint included updated product lot number. This follow report is also being submitted to amend previously reported information: to add event onset date (B)(6) 2019. Company clinical evaluation comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Follow-up (24sep2019): new information reported from a contactable consumer includes: medical history, product information (updated indication), and reaction data (hospitalization was not involved). Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device evaluation status., comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] it burned her neck really bad/it is starting to dry up and is really itchy [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. This 70-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number ar3163 (previously reported as ar3163n2/19), expiration date jan2022, via an unspecified route of administration from (B)(6)2019 at unknown dose for neck pain/ pain in neck. Medical history included allergy to botox. The patient's concomitant medications were none. Consumer had gotten the thermcare patch for the neck and she didn't read the back. It didn't say anything on the front about possible burning. It burned her neck really bad. She thought that something should have been put on the front like "possible burn." This occurred in (B)(6)2019 (reported as "over a week ago, almost 2 weeks ago"), and she was still doctoring the burn. She did not expect something like this to happen. She can't understand why pfizer would making something that would burn the skin. She was putting all kinds of burn medicine on it. It was starting to dry up and was really itchy. The patient was not hospitalized for this event. This was the first time the consumer had used the product. She just got this one wrap. A sample of the product was not available to be returned as she has discarded the wrap. The action taken in response to the event of the product was permanently discontinued. The outcome of the event was resolving. Consumer thought the event was related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from product quality complaint included updated product lot number. This follow report is also being submitted to amend previously reported information: to add event onset date jun2019. Company clinical evaluation comment based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Follow-up (24sep2019): new information reported from a contactable consumer includes: medical history, product information (updated indication), and reaction data (hospitalization was not involved). Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.